Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut and there was blood on the proximal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated apparent explant damage. The outer insulation is cut at 27cm, which happened at lead revision/time of explant given the small amount of blood seen in proximal conductor.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2015 the average rv capture threshold measured 2.25 volts and consistently measured 2.5 volts. The rv pacing impedance data is not available in data.

Event description:
It was reported that the right ventricular (rv) lead had intermittent capture. During the lead revision procedure, it was noted that there was blood in the lead lumen. The blood was fresh and the physician stated that there was probable damage to the lead's outer insulation that occurred when removing the suture from the tie down sleeve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.